Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to high pacing thresholds and low r-wave measurements. A new rate sensing lead was implanted.